Manufacturer narrative:
The lot number provided was an invalid lot number. The required intake information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, a review of complaints' trend reveals that all lots within expiry dating are performing according to the statements made in the package insert. In conclusion, abbott diagnostics (B)(4) was unable to determine the exact root cause of the reported issues as no information was provided for investigation. Reference MFR. Reports: 1221359-2022-04511 - 1221359-2022-04527.

Event description:
The customer reported seventeen (17) false negative results with the ID now covid-19 assay performed on various dates involving various lots. This MFR. Report addresses test thirteen (13) of seventeen (17) and an unknown lot (total quantity: 1). The customer reported one false negative with the ID now covid-19 assay performed on a nasal swab sample (collection date: (B)(6) 2022). Confirmation testing (platform: core lab) on a nasal swab sample collected on (B)(6) 2022 in viral transport medium generated a positive result. Per the customer, no additional information will be provided.